Manufacturer narrative:
Engineering confirmed that the logs of the reported event were not being fully uploaded to the cloud. Three good faith efforts (gfe) were made for acquiring the logs. However, the logs have not become available as of 11/6/2023. Due to the absence of logs, engineering is unable to confirm the occurrence of the reported issue and a full failure analysis cannot be performed. The root cause cannot be determined based on the information provided. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident.

Event description:
It was reported that during the first case of the day the physician experienced jumpy navigation during the procedure. The case was aborted due to the navigation being off and the scope could not physically maneuver in the airway. There were no reported adverse effects to the patient because of the system issues.